Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the door intermittently failing to unlock. A field service engineer checked the latch assembly and replaced the wiring harness to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the pyxis medstation es system fridge door lock experienced a malfunction. The customer reported that the issue would occur intermittently during use but consistently resolve itself. The customer confirmed that there was a no harm or delay to the patient. There were no adverse events or injuries reported based on this incident.